Manufacturer narrative:
This report is submitted on february 28, 2022.

Event description:
Per the clinic, the patient experienced dizziness. It was determined that the electrode array was not in the cochlea. The patient underwent revision surgery on (B)(6) 2022, to reinsert the electrode array into the cochlea.